Event description:
A doctor of optometry reports a loss of tracking during 2 procedures. The surgeon was able to re-track and proceed. Add'l info provided by the doctor indicates there was no pt harm/injury.

Manufacturer narrative:
The investigation, including root cause determination is in progress.